Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: brite tip xb3 6f. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. A conclusive cause for the reported difficulties could not be determined and there is no indication of a product quality deficiency.

Event description:
It was reported that the patient presented with stemi and was determined to be a killip class 3. On 3/18/2011 two promus stents were implanted to treat 100% stenosis of the left main (lm) coronary artery and the proximal left anterior descending (lad) artery. An intra aortic balloon pump was placed prior to treatment in the right femoral artery. Thrombus aspiration and predilatation was performed prior to stenting. A 2.5 x 23 mm promus stent was implanted at 16 atmospheres in the lad. A 3.5 x 12 mm promus stent was implanted in the lm overlapping the 2.5 x 23 mm promus stent; however, the distal end of the stent did not expand properly and post-dilatation with a non-abbott balloon was performed (18atm). Post intravascular ultrasound confirmed that 4 mm of stent was in the lm, and 2.5 mm of stent was in the proximal lad. The patient was discharged from the hospital after two weeks in good condition. No additional information was provided.